Event description:
Event was reported to caldera medical by an attorney. The patient has suffered inability to hold urine, pain having sex, cramps, and odor from infection. No further information has been provided.